Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. Root cause might be a problem of ripping when implantated the screw. Device worked as intended.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that a software failure has been detected. There was no patient involvment reported.